Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was running high. The blood glucose reading was 500 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer found no leaks or air bubbles and insulin did exit with the manual prime. The customer declined further troubleshooting and was advised to follow up with a health care professional regarding the high blood glucose.